Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that there the packaging of the farawave nav catheter was damaged during transportation. During this damage, the inner packaging seal became compromised. There was no patient involvement. The device is expected to be returned for analysis.

Event description:
It was reported that there the packaging of the farawave nav catheter was damaged during transportation. During this damage, the inner packaging seal became compromised. There was no patient involvement. The device was not returned for analysis.

Manufacturer narrative:
Media review: four images were reviewed by a boston scientific quality engineer. The images show evidence of damage to the brown box, damage to the blue box (including damage to the seal of the outer blue box), and plastic bag damage. Thus, the reported event was confirmed as damage to the inner blue box seal was evident. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.